Manufacturer narrative:
H4: the device was manufactured from january 13, 2022 - january 14, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph shows an image of the product lot number. The photo did not show an image of the bladder rupture. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured. The issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.